Event description:
Multiple issues with 1 patient: 1. Ap cal [arterial pressure calibration] data was not read by fos [fiberoptix sensor] system; intermittently alarming over a period of 2 days. 2. Iabp [intra-aortic balloon pump] console died during transport back from CT. 3. Pressure tubing cracked at luer connection causing tubing disconnection. 4. Balloon pulled out further from protective covering. Manufacturer response for intra-aortic balloon, teleflex iab (per site reporter). Balloon was sent back to teleflex for investigation and report. Pending final response back from teleflex. Manufacturer response for intra-aortic balloon pump, teleflex ac3 optimus (per site reporter). Teleflex field engineer reported on-site to assess the iabp, perform functional checks and clear for patient use. Battery did fail load test and was replaced by field engineer.